Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect due to multiple back surgeries/scar tissue. Multiple programming's were performed with no success. Subsequently, the stimulator and lead were explanted.